Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Device evaluation and inspection found an e216 (scope communication error) . Based on the results of the investigation, the reported issue of communication error was confirmed and found to be due to damage in the imaging section unit and dirt on the electrical contacts of the video connector section. A definitive root cause of damage imaging section and dirt on the electrical contact cannot be identified. Probable cause could be due to physical stress, wear problem, damage or deterioration of parts, environment problem like as dust/dirt/humidity, olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex deflectable videoscope had a communication error. The issue occurred during setup/inspection for use. There were no reports of patient involvement.